Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that customer experienced low and high blood glucose. The customer¿s blood glucose level was 29 mg/dl and 445 mg/dl. Customer¿s other blood glucose was 396 mg/dl. The customer was treated with food and glucagon shot. Troubleshooting was done for low blood glucose and over delivery. Customer was not used auto mode. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.